Event description:
It was reported that while in the ICU, the md inserted the iab via right femoral artery. After insertion, pump alarmed "check iab"; there was a kink in the iab. As a result, iab was removed & a second iab was inserted problem free. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.